Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the drainage valve solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The issue has been resolved and the device has been returned to use in good working condition. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. The faulty drainage valve may lead to moisture air entering the air gas module in the connected ventilator and may lead to stop of ventilation. Water in the air gas module may damage the air gas module. The issue may lead to stop of ventilation or high pressure. The claimed part has been not available for the further analyze of the issue. No serial number provided, therefore no manufacturing date or UDI information is available. The cause of the issue was related to drainage valve.

Event description:
It was reported that the compressor delivered low pressure. The drainage bottle was noticeably leaking from overfill. There was no patient involvement. Manufacturer's ref #: (B)(4).